Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had no delivery alarms, button errors. Customer stated that pump rejecting new batteries and had cracks on buttons. Customer also stated that insulin squirts during priming process. Customer stated that screen had rainbowing effect sometimes and makes display harder to read. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.